Event description:
It was reported that this was a 3 hour complex mapping - left atrial fibrillation ablation procedure. The c3 nav variable lasso catheter had been removed twice due to loss of the transseptal access. Upon completion, the catheter appeared 'pretzel like' on the x-ray. It was also noted by the physician and the bwi field representative that upon removal of the catheter when in the 15mm position, the catheter did not look the same as it had at the beginning of the case. The carto 3 system image of the catheter also reflected the same as the x-ray system. No errors were noted on the system and the signals were clear for the entire case. The procedure was completed and no patient injury was reported. Upon request for clarification from the bwi field representative, he verified that there was no difficulty reported in removing the catheter. The initial reported complaint was not indicative of a reportable event. Upon visual inspection of the returned complaint catheter on (B)(4) 2012, the bwi failure analysis lab noted electrode ring #19 was damaged. It had sharp edges on both sides with light brown residue underneath. Since this catheter condition had not been mentioned at the time the complaint was reported, multiple attempts were made to for clarification. However, no additional information has been received. The electrode ring damage is indicative of a reportable event, thus marking (B)(6) 2012 as the alert date for this report.

Manufacturer narrative:
(B)(4). It was reported that the c3 nav variable lasso catheter appeared 'pretzel like' on the x-ray. It was also noted by the physician and the bwi field representative that upon removal of the catheter when in the 15mm position, the catheter did not look the same as it had at the beginning of the case. Upon visual inspection of the returned complaint catheter, the bwi failure analysis lab noted electrode ring #19 was damaged and had some brown foreign material caught underneath. This catheter condition had not been reported in the original complaint. The particle found was not able to be detected by the ft-ir test machine, so no particle composition could be obtained. It is unknown how electrode ring #19 was damaged and the origin of the foreign material. An internal corrective action has been opened to address these issues. A dimensional test was performed to the rings in order to determine if the pu margins where within specifications. The pu od margins were found within specifications. Per the reported event, the catheter was evaluated for loop characteristics and it was found out of specification. Further examination revealed that the variable puller wire was wrapped around the nitinol loop causing the improper condition. The device history record (DHR) was reviewed and no anomalies were found related to this failure mode. The DHR review verifies that the device was manufactured in accordance with documented specification and procedures. In addition, all the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent this type of damage/defect from leaving the facility.

Manufacturer narrative:
Investigation still in progress. A supplemental report or device evaluation will be submitted. (B)(4).